Event description:
There was an allegation of questionable igm gen.2 results for proficiency, qc, and patient samples from the cobas 8000 cobas c 502 module. Patient 1 initial result was 25 mg/dl and the repeat result from another cobas c502 was 17 mg/dl. Patient 2 initial result was 39 mg/dl and the repeat result from another cobas c502 was 26 mg/dl.

Manufacturer narrative:
The cobas 8000 cobas c 502 module serial number (B)(6). The investigation is ongoing.

Manufacturer narrative:
The field service engineer found the photometer light pathway was obstructed with dust and there was a scratch on the lens. He found the gear pump pressure was running high and the water level needed adjustment. He cleaned the light pathway, replaced the heat-cut filter and bath window, and performed an incubation bath exchange. The customer replaced the sample probe and the field service engineer replaced the reagent probes. He performed cell blank measurements, photometer checks, mechanism checks, calibration, and qc that were acceptable. The investigation determined the service actions resolved the issue.